Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt's previous ins had to be replaced 5-7 months after it was implanted because the ins battery malfunctioned.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt's previous ins had to be replaced 5-7 months after it was implanted because the ins battery malfunctioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.